Event description:
International affiliate reports that cerebrospinal fluid leaks at the y connector from the ventricular drain connector with becker drainage system. Csf leaks down the tube with potential for infection.